Event description:
It has been reported that the device may be prematurely draining batteries.

Manufacturer narrative:
(B)(4). This issue was previously reported on pr (B)(4) with MDR 3030677-2016-02066. The device investigation is pending.